Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited varying shock impedance measurements including high out of range measurements. Boston scientific technical services (ts) discussed the painless versus therapeutic shocks and recommended increasing the alert threshold. No adverse patient effects were reported.